Event description:
The dentist reported that this abutment screw fractured.

Manufacturer narrative:
This product has not been returned, however upon visual inspection of the x-ray, it is confirmed that this screw has fractured.. The product¿s complaint history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.